Manufacturer narrative:
(B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited premature battery depletion behavior. The physician elected to do surgical intervention to explant and replace the ICD. No adverse patient effects were reported. The explanting facility discarded the device. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.